Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were sensing integrity counter (sic) observed on the rv lead, which were reproducible with pocket manipulation.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and sensing integrity counter (sic). Oversensing was also noted on the right ventricular (rv) lead with noise. Both leads remain in use. No patient complications have been reported as a result of this event.